Event description:
It was reported that the patient presented difficulty when urinating. After using a scope, the physician noted impending erosion distally on the left cylinder of this inflatable penile prosthesis (ipp). A surgery was performed to repair the corpora on left side. The left cylinder was explanted and replaced, and the other components remained implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis presented with difficulty when urinating. Cystoscopy identified impending erosion near the distal area of the left cylinder. Surgical intervention was performed, during which the left corpora was repaired, and the left cylinder was explanted and replaced. The other components remain implanted. No further patient complications were reported.